Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved, the complaint could not be confirmed and a root cause could not be determined with confidence. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. No further actions are required at this time.

Manufacturer narrative:
UDI no: (B)(4).

Event description:
It was reported that the patient underwent a right hip revision replacement surgery for unspecified reasons.